Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the impedance catheter got stuck in a patient¿s nares. It was inserted easily and the test completed, but upon removal it only came out to the 41cm mark (about 10 cm). It could not be removed by either the nurses or doctor with the patient awake as significant nasal pain and emotional distress experienced. Patient was thus sedated in the endoscopy suite and a gastroscopy was done to ensure the catheter was not ¿stuck¿ in the esophagus or stomach. Everything looked normal below the upper esophageal sphincter, so the issue of resistance was in the patient's nasal cavity. After several attempts the physician was able to remove it and the patient was recovered from sedation.